Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 211 mg/dl while using the ilet system; the user noted recent gastrointestinal illness and confirmed a recent supply change with no observed insulin leaks or tubing issues, and the glucose level began trending down by the end of the call. Symptoms included elevated blood glucose. Outcomes included user self-management without need for medical intervention. Investigation included customer interview, review of pump use, verification of infusion set/tubing status, and provision of troubleshooting and education. Investigation of this case revealed no device alarms, no evidence of device or component malfunction, and a likely contributory physiological factor due to intercurrent illness. It was concluded, based on previously established findings for similar reports, that the cause was unclear with illness as a potential contributor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.